Manufacturer narrative:
23 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The fbf instrument, with no visible damage on the conductor wire, failed the electrical continuity test during preliminary testing. Further inspection of the instrument identified that electrical continuity failed from one of the bipolar pins to the grips. The instrument was disassembled, and the conductor wire was found broken at the main tube - roll gear interface. It was indicated that the wire got pinched between the main tube and roll gear. This condition, over time, will cause the wire to break with instrument articulation. This conductor wire damage is attributed to an issue with the assembly process. Review of the system logs confirmed that the fbf instrument was last used during the reported event date of (B)(6) 2020 using da vinci system sk2751. The instrument had 4 remaining lives. This is consistent with the customer reported event. Isi has also reviewed the site¿s complaint history and no related complaints have been identified for this instrument. Additionally, no image or video was provided for review. The customer reported complaint does not itself constitute an MDR reportable event; however, this complaint is being reported because damage to the conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 4 remaining usable lives, therefore, had not expired. Field is blank because the product is not implantable. Information for the fields is not available.

Event description:
It was reported that during a da vinci-assisted surgical procedure on (B)(6) 2020, the fenestrated bipolar forceps (fbf) instrument exhibited an issue firing / activating energy. Troubleshooting was attempted by replacing the bipolar energy cable; however, the issue persisted. The issue was resolved after using a maryland bipolar instrument. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.